Event description:
When phlebotomist activated the shield of the safety lok blood collection set they slipped on the sheild and was stuck by the needle on the thumb. The patient was not high risk and all post testing was performed. Test results were negative and the employee received a booster. Facility will check for hep b in 6 weeks as a follow up.